Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 atrial and ventricular functional mitral regurgitation (mr), tethered posterior leaflet with a large coaptation gap and dilated left atrium for a mitraclip procedure. During the procedure, first efaa check was failed before the lock line removal. It was removed from the valve and retested it in the left atrium and lock test was passed. It was attempted to place the clip again, but clip failed the efaa check before the lock line removal. Clip was replaced with another xtw clip and was implanted successfully. Clip was stuck in the chordae but was able to be removed. All steps were performed as per IFU. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.